Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that prior to an unknown procedure, the staples were popped up out of housing. There were no adverse consequences for the patient reported.